Event description:
It was reported that an lv 5 infusor leaked. This occurred after filling. The reporter stated that drops of water were observed inside of the housing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture dates: february 19, 2013 - february 20, 2013. The device was returned for evaluation. Visual inspection noted tiny clear droplets clinging to the inside wall of the device housing. An infrared spectroscopy scan identified the droplets to be water. Functional leak testing did not identify any abnormalities that could have contributed to the reported condition. The initial evaluation did not confirmed the reported condition. Based on the evaluation finding, the droplets inside the housing were from the natural process of condensation and not a leak from the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.